Event description:
It was reported that it was not possible to interrogate this pacemaker and there was no magnet response. It was noted that the device was implanted in a deep position and had been repositioned previously (date unknown) due to patient discomfort. This was the first interrogation attempt since the repositioning surgery. The patient reported feeling symptoms similar to before she had a pacemaker implanted and the pacemaker function was questioned. It was additionally reported that the reason for the interrogation issue was that the pacemaker had migrated inferiorly behind the breast tissue. The patient experienced instances of lightheadedness and nausea at which times she would go pale. Interrogation was eventually successful, and the pacemaker remains in service.